Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed the pump was functioning appropriately and was able to detect occlusions. The pump was investigated and passed testing.

Event description:
The reporter, reported that on (B)(6) 2011 at 12:30 pm, the patient obtained the blood glucose reading of 510 mg/dl and he was positive for ketones. At that time, the patient experienced the symptom of nausea. The patient administered self-treatment by taking 60 units insulin via a syringe. The patient alleged that during the past two weeks he did not receive an occlusion alarm from the insulin pump. Troubleshooting revealed the patient's cannula was bent, and the pump history showed an occlusion alarm.